Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered and the beeping brought the patient to the emergency room. It was determined that the right ventricular (rv) lead had fractured, and it exhibited oversensing, high thresholds, high impedance and noise. The rv lead was programmed off and was subsequently capped and replaced. No patient complications have been reported as a result of this event.